Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the skin. On 06/26/2025, it was reported that the patient contacted betabioinics and notified them that her dexcom sensor failed earlier that day. The patient was asking for assistance with what to do in regard to her ilet insulin pump since she was without a sensor. The patient also reported that approximately 6 hours after the patient¿s wearable failed, she began to feel ¿sick¿ and went to the hospital. It was reported that the patient¿s bg level stabilized prior to her discharge. However, no further information about what treatment the patient may have received or how long she was in the hospital prior to her discharge was provided. No other patient or event details were available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.